Manufacturer narrative:
The vad system is designed to assist a weakened, poorly functioning left ventricle. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke, pump thrombus, bleeding, and multi organ failure are known potential complication associated with all patients implanted with vads. An increase in pump power may be an indication of thrombus or other tissue fragments in the pump. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms. Additionally guidelines for optimal patient management including optimization of map and therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. Hemorrhagic transformation of an ischemic stroke is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. With review of the available information, this patient's comorbidities and medical history may put him at increased risk for these adverse events. There is no indication of any device manufacturing or performance issues related to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The hospital ventricular assist device (vad) coordinator reported that the patient was admitted on (B)(6) 2015 with one-sided weakness, and vision disturbance. Mean arterial pressure (map) on admission was 92-96. CT scan was positive for embolic stroke. Low dose heparin was started. It was reported that the ldh and plasma free hemoglobin had been elevated the last couple of weeks. On (B)(6) 2015 aggrastat (tirofiban) was started for suspected pump thrombus. On (B)(6) 2015 the patient complained of a headache. CT scan showed a subarachnoid bleed/hemorrhagic conversion. All anticoagulation was stopped around 1:30 pm. The creatinine was elevated with tea colored urine. Due to inability to put the patient on heparin for heart-lung bypass, consideration was given to ligate the outflow graft via thoracotomy and turn the pump off, support with inotropes and possible intra-aortic balloon pump until stable for pump exchange. On 8/27 the pump power was stable; ldh was elevated to 3000 and above with increase in creatinine. The pump speed was decreased, it was reported that the neuro status was "ok". On (B)(6) 2015 the pump power was going back up. On (B)(6) 2015 the creatinine continued to increase, the patient was intubated and placed on a balloon pump and "dobutamine 10". Bleeding was confirmed in three locations in the brain. The bleeding was stabilized with report that the patient was not doing well. Urine was clear. On (B)(6) 2015 CT scan was reported as stable with no increased bleed. Strict intake and output was maintained with no indication for hemodialysis. On (B)(6) 2015 the implanting physician wanted to exchange the pump; while others "felt it was futile". The creatinine was 8.47 and the patient was still making urine. On (B)(6) 2015 the patient continued to deteriorate. The nephrologist recommended against continuous venovenous hemodialysis (cvvhd) due to risk of herniation. Withdrawal of care was anticipated; the patient died (B)(6) 2015 due to complications of stroke and suspected pump thrombus with multi system organ failure (msof). No autopsy was performed and the pump is not available for analysis.

Manufacturer narrative:
Log file analysis: a review of the controller log files associated with the event showed a rise in power consumption has been logged starting (B)(6) 2015 to a peak of 4.4 w on (B)(6) 2015 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state, DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Sterility review: a review of the device's sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. In addition, review of controller log files revealed a rise in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device was not returned for evaluation. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. The patient's outcome related to the reported event was likely due to complications that developed after the initial stroke diagnosis. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.